Manufacturer narrative:
It is unknown if the device is available for evaluation, however, photos were provided by the customer. Investigation is pending.

Event description:
The event occurred on an unknown date involving a 7" (18 cm) appx 0.51 ml, pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer where the customer stated that during computed tomography angiography (cta) exams, the distal portion connecting to intravenous (IV) leaks into the rotating luer causing to stop mid exam and changed out extension mid study. It was also mentioned that concern had been occurring 70% of the time and that they¿ve reviewed if this was an operator error but have verified that this is a consistent issue. The customer provided a sample photo showing a picture of the extension set and with caption ¿these are leaking at the top of the luer lock even when tight, this is causing cta to be stopped ad rescans to occur¿. Additionally, it was reported that the extension set issues they found a few problem- nurses not tightening connection between microclave and extension set when it comes out of the packaging. Collar on extension set incompatible with bd insyte catheter. There was patient involvement and unknown human harm.

Manufacturer narrative:
Received nine new mc33122 pressure infusion pressure infusion (400 psig) extension sets for inspection. No defects or anomalies noted. No mating devices were returned. Each set was leak tested per product specifications. There was no leakage. Each of the male luers were measured and found to have met iso compatibility. The reported complaint was unable to be replicated or confirmed. A photo was returned showing the product. No defects or anomalies noted. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.